Event description:
It was reported to nova biomedical that a consumer received a result of 304 mg/dl on their blood glucose meter. According to the consumer, he administered 23 units of insulin based on the reading of 304 mg/dl. The consumer reported he experienced a hypoglycemic event which did require medical intervention at an emergency room. It was discovered during this call, the consumer is storing his test strips in an area which is against our directions for use and it may compromise the test strips. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.